Manufacturer narrative:
(B)(4) - alarm, failure to. Evaluationdes: results: evaluation for the returned product shows the alarm powered on using new batteries. The lcd is partially visible. The power was confirmed since the alarm sounds when weight is removed from the sensor pad when using the sensor # 2 receptacle. The sensor # 1 receptacle does not recognize that a working sensor is connected, the fail safe feature sounds as it should. The hold light does not come on when the button is pressed; the alarm does stop sounding as it should. The low battery indicator does not come on. The battery door is broken, but closes properly. The alarm liqui label is missing. The customer's sensor pad was not returned for evaluation. The posey instructions for use has a warning: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (broken) or immersed in liquid. The unit may stop functioning as designed. Manufacturer reference file # (B)(4).

Event description:
Customer claims that the alarm will not sound when weight is removed from the sensor. The batteries were replaced with a new supply. The sensor pad was checked and is free of folds or creases. There was no patient contact reported.